Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation procedure performed on (B)(6) 2023. During the procedure, it was found that the sixth and the seventh bands were deployed at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation procedure performed on (B)(6) 2023. During the procedure, it was found that the sixth and the seventh bands were deployed at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on february 2, 2024: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5, block e1 (initial reporter title, first name, last name, initial reporter phone) and block e3 (occupation) have been updated based on the additional information received on february 2, 2024.